Manufacturer narrative:
Sections with additional information as of 27-oct-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results obtained of 73 mg/dl fasting. The customer¿s expected fasting blood glucose test result range is 144-158 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 07/31/2021 and open vial date is (B)(6) 2020. Customer's information was provided to technician who was unable to contact the customer via telephone; no further information was able to be obtained.